Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: due to continuous used of the pump the black box data and histories for the event on (B)(4) 2011 have been overwritten. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Review of the present black box and alarm history shows no errors or alarms associated with the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. A force sensor calibration test showed the sensor is not detecting correct force at 5lbs. Removed pump cover and disassemble force sensor. The force senor resistance was out of specification at 21k ohms, and contamination was observed on the force sensor. The display screen is discolored with a pinkish contrast. Replaced pink display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration.

Event description:
The patient reported that on (B)(6) 2011 she went to the emergency room (ER) with a blood glucose (bg) of 512 mg/dl, nausea, ketones, and dehydration. She stated that bg elevations began the previous evening after a site change. The patient reported that she gave a correction via the pump, and changed her site again at the ER. The patient stated that she remained on the pump while at the ER, and was given a correction injection. Customer support (cs) reviewed the pump with the patient and found that all settings and histories were correct. A review of the pump history indicated that the pump was suspended for 40 minutes on (B)(6) 2011. The patient denied air bubbles in the cartridge or the tubing. She stated that she noticed blood at the site on (B)(6) 2011 with the site change. She stated that she had scar tissue on her lower abdomen, and that she was using her abdomen only for sites. The patient stated that she was successfully able to prime the pump into the air and saw drops from the tubing while on the phone with cs. The patient stated that she had "some sinus issues". Cs determined that there was no mechanical issue with the pump, and that the bg excursion was likely due to a site issue. Cs recommended that the patient contact her health care provider to discuss site rotation, and advised the patient to change her site if she experiences two consecutive elevated bgs. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.